Event description:
According to the reporter: occurred during an open sigmoid colon resectioning. While being applied to the sigmoid colon, the surgeon tried to close the enterotomy and the open stapler did not fire. The surgeon performed full, complete squeezes of the handle. The handle remained locked during the second squeeze of the handle. To correct the issue, the tissue was clamped and sutured and left the rest of the anastamosis alone. The patient had a leak at the anastamosis which resulted in a colostomy formation. Approximately 1 week later a second surgery was done. Patient status is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. There were no visual or functional abnormalities observed during the product analysis. The jaws were received open and loaded with a sulu containing a full complement of staples. The stapler was applied to the test media with appropriate staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The device did not lock on tissue abnormally and was able to be released with the black button. Tissue had to be transected with a cutting edge. The second procedure placed the colostomy as the anastomoses failed. The colostomy was permanent. The patient was discharged with the colostomy.